Event description:
Anaphylactic shock [anaphylactic shock] ([urticaria], [skin eruption], [dyspnoea], [asthma]) case narrative: initial information received on 31-aug-2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on 16-oct-2018 and transmitted to sanofi. This case involves a 37 years old female patient who experienced anaphylactic shock, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included uterine leiomyoma, myomectomy, dysmenorrhoea, abdominal pain, diarrhoea and malaise. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using seprafilm (dosage amount, unknown). On (B)(6) 2018, the patient developed anaphylactic shock. On an unknown date, asthma with dyspnoea, skin eruption, and urticaria developed (on the skin different from the attached site). On an unknown date, the patient was recovering from anaphylactic shock, asthma with dyspnoea, skin eruption, and urticaria. The patient developed an event of a serious anaphylactic shock. This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious urticaria. This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious skin eruption (rash). This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious asthma with dyspnoea (dyspnoea). This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious asthma with dyspnoea (asthma). This event was assessed as medically significant and was leading to intervention. Final diagnosis was anaphylactic shock. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovering / resolving for anaphylactic shock, as recovering / resolving for urticaria, as recovering / resolving for skin eruption, as recovering / resolving for asthma with dyspnoea and as recovering / resolving for asthma with dyspnoea. Reporter comment: food allergy was initially suspected, but there was nothing in common. Antibody was negative. The patient had a history of using epipen for several times and was emergently sent to the hospital. On arrival, the patient was at a stable state. It was unknown whether decreased blood pressure occurred. Reporter comment (added on 18-sep-2018): causality with seprafilm: unknown. Possible causative factor other than seprafilm: unknown. Investigation summary (investigation summary #(B)(4), event ID (B)(4)): no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA is considered necessary at this time however; sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 18-sep-2018: added the patient's details. Corrected the historical condition of "surgery for uterine myoma" to "uterine myomectomy" and the reported event term from "anaphylaxis" to "anaphylactic shock". Updated the reporter comment and the course. Additional information was received on 11-oct-2018: received investigation summary (added to company comment). Additional information was received on 16-oct-2018 by the physician. Added onset date of the event (anaphylactic shock); and updated outcome of the event (anaphylactic shock) and the symptoms (asthma with dyspnoea, skin eruption, and urticaria); and updated clinical course. Amendment for the previous information: deleted from the company diagnosis/syndrome. Amendment to the report dated 16-oct-2018: deleted "yes" in malfunction field of device information on seprafilm and added seriousness criteria "intervention required" in events filed.

Event description:
Anaphylactic shock [anaphylactic shock] ([urticaria], [skin eruption], [dyspnoea], [asthma]). Case narrative: initial information received on 31-aug-2018 regarding an unsolicited valid serious case received from (B)(6) under reference (B)(4) on 16-oct-2018 and transmitted to sanofi. This case involves a (B)(6) years old female patient who experienced anaphylactic shock, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included uterine leiomyoma, myomectomy, dysmenorrhoea, abdominal pain, diarrhoea and malaise. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using seprafilm (dosage amount, unknown). On (B)(6) 2018, the patient developed anaphylactic shock. On an unknown date, asthma with dyspnoea, skin eruption, and urticaria developed (on the skin different from the attached site). On an unknown date, the patient was recovering from anaphylactic shock, asthma with dyspnoea, skin eruption, and urticaria. The patient developed an event of a serious anaphylactic shock. This event was assessed as medically significant. The patient developed an event of a serious urticaria. This event was assessed as medically significant. The patient developed an event of a serious skin eruption (rash). This event was assessed as medically significant. The patient developed an event of a serious asthma with dyspnoea (dyspnoea). This event was assessed as medically significant. The patient developed an event of a serious asthma with dyspnoea (asthma). This event was assessed as medically significant. Final diagnosis was anaphylactic shock. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovering / resolving for anaphylactic shock, as recovering / resolving for urticaria, as recovering / resolving for skin eruption, as recovering / resolving for asthma with dyspnoea and as recovering / resolving for asthma with dyspnoea. Reporter comment: food allergy was initially suspected, but there was nothing in common. Antibody was negative. The patient had a history of using epipen for several times and was emergently sent to the hospital. On arrival, the patient was at a stable state. It was unknown whether decreased blood pressure occurred. Reporter comment (added on 18-sep-2018): causality with seprafilm: unknown. Possible causative factor other than seprafilm: unknown. Investigation summary (investigation summary # (B)(4), event ID (B)(4)): no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA is considered necessary at this time however; sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Additional information was received on 18-sep-2018: added the patient's details. Corrected the historical condition of "surgery for uterine myoma" to "uterine myomectomy" and the reported event term from "anaphylaxis" to "anaphylactic shock". Updated the reporter comment and the course. Additional information was received on 11-oct-2018: received investigation summary (added to company comment). Additional information was received on 16-oct-2018 by the physician. Added onset date of the event (anaphylactic shock); and updated outcome of the event (anaphylactic shock) and the symptoms (asthma with dyspnoea, skin eruption, and urticaria); and updated clinical course. Amendment for the previous information: deleted from the company diagnosis/syndrome.